Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic knives were blunt during cataract surgery. The procedure was completed and the impact on patient was not reported. This complaint is pertaining the two of four reports received from the initial reporter.

Manufacturer narrative:
Five opened knives, in blisters were received for the report of blunt knives. Samples were visually inspected and found to be conforming. Functional penetration testing was then performed. Samples 1-4 were found to be nonconforming. Sample 5 was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample 5 was found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned opened sample 1-4 was found to be functionally nonconforming, therefore blunt knives were confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. Sample 5 met specification n all knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.